Event description:
It was reported that the customer's insulin pump had a bubble next to the bolus button. The insulin pump was at risk of cracking near the bolus button. The customer's blood glucose level was not reported. She also received excessive no delivery alarms. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.